Event description:
I used fixodent and sometimes polygrip since 1984 to 2009. I have experienced numbness and tingling in my extremities. Severe aching in my legs. I am being treated for neuropathy and myelopathy in 2009. I have been hurting for several years, and it gradually got worse. Dose or amount: #1. Denture cream, #2. Denture powder. Frequency: #1.once daily, #2. Twice daily. Route: #1. Route: #1. Oral, #2. Oral. Dates of use device #1: 1984 - 2009, #2. 1984 - 2009. Diagnosis or reason for use: #1. Denture adhesive cream, #2. Denture adhesive powder. Event abated after use stopped or dose reduced?: #1. No, #2. No.